Event description:
(B)(6) 2014 no injury alleged. Malfunction alleged. MDR filed. Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the rex roth valve is stuck. Associated malfunction for this device: poppet valve not shifting.